Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 600i chemistry analyzer and found defective wash probes and broken cuvettes. The fse replaced the washer probes and broken cuvettes to resolve the issue. Section a2, a3, a4, a5 and a6: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erratic and erroneous patient results for cholesterol (chol) and total bilirubin (tbil) levels on their dxc 600i clinical chemistry analyzer. The tbil results were reported out of the laboratory; however, there was no report of change to treatment, injury, or death associated with event. The customer did not provide patient data or demographics.